Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the improper positioning prior to deployment caused the xt valve to land in a too ventricular position. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post deployment, the 26mm sapien xt valve landed too ventricular in the aortic annulus and a second valve was implanted. A 26 mm sapien xt valve was deployed with 1.5 ml less than nominal volume. Angiography revealed that the valve was deployed in a 20:80 aortic/ventricular (a/v) position. There was a concern the valve might migrate into the left ventricle and it was decided to perform valve-in-valve. A second 26 mm sapien xt valve was deployed in a 60:40 (a/v) position with 1.5 ml less than nominal volume. Final paravalvular leak (pvl) was mild. There was no injury to the patient. The patient was extubated in the operating room and transferred to the ICU. The physician stated that angiography upon valve deployment was performed with a guiding catheter, which was used to protect the left main trunk. Since the distance between the catheter and the annulus was long, non-coronary cusp was hardly shown and he could not see the position of annulus well. The cause of the valve deployment too ventricular was attributed to the annulus position, which was wrongly judged because it was hard to see by angiogram.